Event description:
It was reported that a phoenix atherectomy catheter was used for a therapeutic peripheral procedure in a severely calcified proximal common femoral artery (cfa). Prior to using the phoenix catheter, a crossover maneuver was carried out at the beginning, and a proender protection device (filter) was placed in the patient's thigh, which presented a heavily calcified iliac artery. Then, the initial passes of the phoenix catheter were completed without complications; however, during subsequent advancement, the cutterhead detached from the catheter and migrated toward the distally positioned filter. While attempting to retrieve the filter along with the displaced cutterhead, the protection device fractured, leaving a wire fragment in the left groin. The patient was transferred to the operating room for surgical intervention; successfully retrieving both filter and cutterhead. The procedure was completed and the patient is currently stable and doing well. This adverse event and product problem is being submitted due to the tip separation, requiring intervention.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a3b: not available from facility. Block c: not applicable for this device. Block d4: serial # not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks d1 & g: address listed reflects the specification developer. Block g2: foreign- germany block h3: based on the device photo received, the cutterhead separated from the catheter. Block h6: the phoenix catheter was not returned for evaluation; thus, the cause could not be established. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.